Event description:
It was reported that during an angioplasty treatment procedure, a catheter shaft break occurred. The greater than 50% stenosed lesion was located in the moderately tortuous, severely calcified left mid inferior popliteal artery. The physician was advancing the 3.0 x 60 mm sterling monorail balloon catheter in a contralateral approach over the bifurcation and down the leg. The physician encountered significant resistance while attempting to advance the sterling monorail balloon catheter. Upon withdrawal of the catheter, the shaft broke. This was prior to any inflations taking place. As the catheter fragment remained on the wire, the wire was withdrawn with the catheter fragment on it without any further complications. The procedure was then completed with another of the same devices, different size. Pt's status was reported as "ok".